Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 03/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the right subclavian vein, the pta balloon allegedly ruptured and subsequently had issues retracting through the sheath. The balloon and sheath were removed together as one unit. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation, stuck in the user's 7fr introducer sheath. A visual inspection found the balloon material bunched at the distal end of the sheath, and the sheath tip was found to be flared, indicating retraction issues. The sheath was pulled back from the balloon and frayed fibers were noted. The device was inflated and a longitudinal rupture was identified. Therefore, the investigation is confirmed for sheath-related retraction issues, and is confirmed for frayed fibers and a longitudinal rupture. It is likely that the identified rupture contributed to the retraction issue. However, the definitive root cause for the identified issues could not be determined based upon the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021).

Event description:
It was reported that during an angioplasty procedure in the right subclavian vein, the pta balloon allegedly ruptured and subsequently had issues retracting through the sheath. The balloon and sheath were removed together as one unit. No further treatment was needed. There was no reported patient injury.